Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a paracorporeal ventricular assist device (pvad). It was reported that the patient expired on (B)(6) 2014, due to cerebral vascular accident. Additional information was requested, but none has been provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral vascular accident (cva) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the paracorporeal ventricular assist device (pvad). A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.